Event description:
The sturts on the stent was sticking up after initial insertion into vessel.

Manufacturer narrative:
The report we received from the field indicated that the sturts on the stent was sticking up after initial insertion into vessel. The unit was removed and another unit was used to complete the procedure. There was no report of patient injury or complication. Additional information: the lesion was calcified and tortuous circumflex. The lesion was pre-dilated. Difficulty was experienced crossing the lesion and upon removal of the sds from the vessel, the proximal area of the stent struts was noted to be flared. Another unit was used to complete the procedure. The following analysis has been performed on the returned product: visual examination: the stent was found to be in place on the balloon. The stent proximal end was found to contain uplifted struts. The strut connecting links were noted to be compressed. The stent was not dislodged. Dimensional: the returned stent delivery system (sds) catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Device and lot history record review: this is the only reported complaint of this type received for this sterile lot number to date and one of three of this type reported for this catalog number six months prior to the alert date. Route sheets for this product revealed the stent retention values and crossing profiles measured for this lot during manufacturing testing to be within the acceptable criteria. No stent damage rejects were noted in final inspection. The exact cause of the stent damage was not determined, but it appears the proximal end of the stent may have snagged on the calcified lesion or possibly the guiding catheter tip during removal. Withdrawing the sds through the guiding catheter is contraindicated per the IFU. The exact cause of the crossing difficulty was not determined. Clinical impression: this patient was undergoing the cypher stent implantation. During initial insertion of a 2.5mm x 23mm cypher stent into the circumflex lesion, when per the report, the struts on the stent were sticking up. The unit was removed and another unit was utilized to complete the procedure. The lesion site was reported to be calcified and tortuous. The safety and effectiveness of the cypher stent has not been established in patients with tortuous vessels. There is no patient medical history or procedural details available. Based on the limited information, there are lesion factors which may have contributed to the event.